Event description:
Pt developed fluid accumulation at operative site after placement of craniosorb. A significant fibrous reaction was noted on exploration of the site. The appearance was similar to a granuloma but it may have been remnants of the plate. The rivets were still visible. Surgeon contacted codman and asked if craniosorb product contained micropore tape-like material (a medical adhesive tape).